Manufacturer narrative:
Corrected data: b5- the reporter indicated the surgeon implanted an implantable collamer lens into the patient's right eye (od). The patient experienced elevated iop and aqueous release. Reportedly "high iop following icl surgery - vault day 1 1088, initially high iop but released aqueous from paracentesis and iop normal" and "no further intervention required at this stage". The lens remains implanted. H6-health effect- clinical code: "4581- aqueous release" should be added. Claim# (B)(4).

Manufacturer narrative:
D6a:unk. (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. The reporter states " high iop following icl surgery- vault day 1 1088, initially high iop but released aqueous from paracentesis and iop normal". Per reporter no furhter intervention is required at this stage. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.